Manufacturer narrative:
(B)(4). The customer noted reproducibility problems with several assays on the architect c8000 analyzer. Troubleshooting by the customer failed to resolve the issue. The issue was resolved when an abbott field service representative replaced the probe wash pump poppet valve. Subsequent instrument operations and test results were acceptable. The architect system operations manual ((B)(4)/(B)(6) 2008) contains adequate troubleshooting information for inconsistent results and requirements for specimen handling. No adverse trends in association with the complaint issue were identified following a review of the complaint database. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the architect c8000 analyzer is generating erratic results for both control and patient samples. For example, the controls for magnesium and ldh will generate initial results at the 3 standard deviation limit but then retest back into their respective expected ranges. Another example was given of a patient sample generating an initial creatinine assay result of 2.0 mg/dl and retesting at 11.0 mg/dl. The customer performed several maintenance procedures and subsequently reported issues with the calcium and phosphorus control results. The customer states that no suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.